Event description:
We received a report from greece regarding a burn injury to a 74-year-old patient on the left upper limb. The patient undertook surgery on (B)(6) 2025, which lasted approximately two hours, and then remained in recovery for one hour. Throughout the procedure, the patient was covered from the neck down with a clean sheet, on top of which a self-heating blanket had been placed to prevent direct contact with the skin. While the patient was in recovery, the anesthesiologist lifted the self-heating blanket and noticed that the sheet underneath had shifted from the left shoulder. At the point of direct contact with the blanket, erythema and a small burn were observed. A soothing cream dressing was applied for immediate treatment. Additional information received 10feb2026 indicated the burn was diagnosed as a partial thickness burn. Partial thickness burns are generally second-degree burns and can blister. These burns damage the outer layer of skin (epidermis) and part of the underlying layer (dermis), resulting in redness, swelling, pain, and the formation of blisters. Treatment reported includes a soothing cream dressing was applied for immediate treatment and vac placement. The patient has not recovered as of the last communication.